Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® sst¿ blood collection tubes there gel remained at the bottom of the tube. There was no report of patient impact. This is the 3rd of 3 occurrences the following information was provided by the initial reporter: customer reports a constant issue with a poor gel separation or gel that remains on the bottom of sst tubes. Patient c collected (B)(6) 2023 on 4cn lot#: 2173173 exp 2023-03-30 (gel was on the bottom of the tube).

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor barrier separation was not observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode (poor barrier separation) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with bd vacutainer® sst¿ blood collection tubes there gel remained at the bottom of the tube. There was no report of patient impact. This is the 3rd of 3 occurrences the following information was provided by the initial reporter: customer reports a constant issue with a poor gel separation or gel that remains on the bottom of sst tubes. Patient c collected (B)(6) 2023 on 4cn lot#: 2173173 exp 2023-03-30 (gel was on the bottom of the tube)